Event description:
It was reported that during a regular follow up this device displayed safety mode. The device was explanted and replaced. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.